Event description:
On march 19, 2010, the lay-user/patient contacted lifescan (lfs) (B) (4) alleging that a one touch ultramini meter read inaccurately high. The patient manages her diabetes with a set dose of 15 units nph insulin every morning and a sliding-scale toronto insulin based on her meter readings. The patient indicated that the alleged issue started on (B) (6) 2010, at an unspecified time during the morning time. The patient claimed that she had obtained a meter reading of "15.6 mmol/l." Based on the meter reading, the patient took 5 units of toronto insulin. She also took her usual dose of 15 units nph insulin that same morning with breakfast. Thirty minutes after the alleged issue began, the patient claimed that she developed low blood glucose symptoms of weakness and shakiness. While feeling low, the patient reportedly tested her blood glucose and got a result of "2.3 mmol/l." The patient administered self-treatment by eating food and/or drinking a beverage which helped to relieve her symptoms within 20 minutes. An hour after obtaining the result of "15.6 mmol/l," the patient tested her blood glucose on a different meter and with different test strips, and reportedly got a result of "7.3 mmol/l." The patient was unable to recall what her last meter reading was on the reported meter before the result of "15.6 mmol/l" was obtained. The last result was obtained the night before the event. Since the alleged issue began, the patient claimed that her results have all been over "20.0 mmol/l." The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.